Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The root cause is due to an inoperable downstream occlusion(dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump failed downstream occlusion calibration. The event occurred during testing. There was no patient involvement, there was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.